Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) triggered an alert for high out-of-range shock impedance. Review of measurements showed the shock impedance had gradually increased over the prior year and measurements were still within the functional limits of the lead and device. A code 1003 was also identified on the device. Additional follow-up was scheduled for the patient to assess their system and determine a timeline for explant/replacement of their ICD. No adverse patient effects were reported. This system remains in service at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Additional information was received indicating a revision procedure was performed wherein the device was explanted and replaced. The rv lead was also tested during revision and returned normal in-range shock impedance measurements and was thus left in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The boston scientific local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedance. Review of the measurements showed the shock impedance had gradually increased over the prior year and measurements were still within the functional limits of the lead and device. A code 1003 was also identified on the device. Additional follow up was scheduled for the patient to assess the system and determine a timeline for replacement of the ICD. No adverse patient effects we reported. The system remains in service at this time. Additional information was received indicating a revision procedure was performed wherein the device was explanted and replaced. This rv lead was also tested during the revision and returned normal in range shock impedance measurements and was thus left in service. No additional adverse patient effects were reported. It was reported that this patient experienced an episode of ventricular fibrillation (vf) which was successfully terminated with a 41j shock. Device interrogation following the event noted an alert for error (code 1005) indicating an open circuit condition was detected during shock delivery. Review of daily shock impedance measurements noted measurement between 100 ohms to 120 ohms with a delivered impedance measurement greater than 125 ohms. This product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedance. Review of the measurements showed the shock impedance had gradually increased over the prior year and measurements were still within the functional limits of the lead and device. A code 1003 was also identified on the device. Additional follow up was scheduled for the patient to assess the system and determine a timeline for replacement of the ICD. No adverse patient effects we reported. The system remains in service at this time. Additional information was received indicating a revision procedure was performed wherein the device was explanted and replaced. This rv lead was also tested during the revision and returned normal in range shock impedance measurements and was thus left in service. No additional adverse patient effects were reported. It was reported that this patient experienced an episode of ventricular fibrillation (vf) which was successfully terminated with a 41j shock. Device interrogation following the event noted an alert for error (code 1005) indicating an open circuit condition was detected during shock delivery. Review of daily shock impedance measurements noted measurement between 100 ohms to 120 ohms with a delivered impedance measurement greater than 125 ohms. This product remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Manufacturer narrative:
The boston scientific local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.